Manufacturer narrative:
The investigation is ongoing. The device is not returning.

Event description:
As reported by implant patient registry, approximately 2 years and 5 months, post-implantation of a 23 mm sapien 3 valve in the aortic position via transfemoral approach, the 23 mm sapien 3 valve was explanted and an edwards surgical valve was implanted. The reason for the explant is unknown at this time.

Manufacturer narrative:
Per medical records review, removal of tavr valve for subaortic stenosis was secondary to hypertrophic ventricular septum. The surgical procedure that was performed was myotomy and myectomy of the ventricular septum, reconstruction of the posterior annulus of the mitral valve, insertion and replacement of the mitral valve using a 29 mm porcine valve due to mitral stenosis with regurgitation, root enlargement of the aortic valve area, aortic annulus, and then replacement of a 23 mm aortic valve with a pericardial tissue valve by edwards, and patch augmentation of the aortotomy. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, "the reason for the explant was subaortic stenosis secondary to hypertrophic ventricular septum". Due to insufficient information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.